Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this device revealed several episodes of noise interpreted as atrial tachycardia sense (atr). In addition, other episodes were recognized as ventricular tachycardia, although the noise was noted in both atrial and ventricular channels. Impedance measurements were within normal limits. An internal technical service consultant was contacted regarding why the device interpreted the noise as atrial and ventricular tachycardia (vt). No adverse patient effects were reported. The stored electrograms were reviewed by technical services. Noise was confirmed on both atrial and ventricular channels. Impedance measurements were stable. There was noise duration of greater than two seconds, however it could not be determined whether there was noise causing oversensing that caused ventricular pacing inhibition. It was thought the noise was consistent with possible lead insulation damage. It was thought the device stored the episodes as both atrial and ventricular channels were affected and therefore noise can trigger either atr or vt criteria. The device was reprogrammed to lower sensitivity settings. No adverse patient effects were reported.